Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve, the device would not fire. Green button could not be pressed. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.